Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent air bubbles in the luer lock. The customer's blood glucose level was 296 mg/dl. It was noted that the customer changed the cartridge/infusion set and indicated that they were going to their healthcare provider to obtain manual injections. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.